Event description:
It was reported that the doctor tried to implant a lg./ 16mm insert and it would not lock into place. There was no adverse consequence for the patient or delay in surgery or anesthesia time.